Event description:
A home patient (hp) contacted global technical services regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1 of 3. The fill volume (fv) = 0 ml. The hp stated she had started a new therapy with a new cassette but still used the same bags. The technical service representative (tsr) instructed the hp to replace the heater bag with a new solution bag and restart fill cycle. The hp stated the fv=60 ml, 75ml, 220ml. The tsr advised that the machine would continue therapy. There was no patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). This report for a check heater line alarm was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. The report indicates the patient disconnected and reconnected the solution bags to a new cassette. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The trend review found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted.